Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up received by the corresponding author indicated that there were no patient complications reported. The patient with complete heart block recovered his conduction. No further information could be obtained.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:permanent his-bundle pacing: case studies. Pace 2016; 39:1305¿1312. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. The article reports that one patient developed complete heart block while the lead was being placed in the his-bundle region. The patient received atrioventricular nodal ablation and the lead was placed. The lead remains in use. No patient complications have been reported as a result of this event. The article reports that another patient's his-bundle pacing lead exhibited undersensing after placement. The lead was unscrewed and repositioned slightly more distally. The lead remains in use. No patient complications have been reported as a result of this event.